Manufacturer narrative:
Citation: ternacle et al. Impact of left-ventricular dysfunction in patients with high- and low- gradient severe aortic stenosis following transcatheter aortic valve replacement. Can j cardiol. 2021 jul;37(7):1103-1111. Doi: 10.1016/j.cjca.2020.10.014. Epub 2020 nov 5. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the impact of left-ventricular dysfunction in patients with severe aortic stenosis following transcatheter aortic valve replacement (tavr). All data were collected from a single center between january 2009 and december 2018. The study population included 526 patients (predominantly male, mean age 79.5 years). Multiple manufacturer¿s devices were implanted in the study population. Among all patients 15% (n= 79) were implanted with a medtronic corevalve or evolut r bioprosthetic valve (unique device identifier numbers not provided). Among all patients, there were 5 procedural deaths and 21 all-cause 30-day deaths. No further details were provided on these deaths. Based on the available information medtronic product was not directly associated with the death(s). Among all patients, adverse events included: stroke, major vascular complications, life-threatening bleeding, new onset atrial fibrillation or left bundle branch block (lbbb), arrhythmia requiring permanent pacemaker implant, high gradients, moderate to severe aortic regurgitation, and congestive heart failure (chf) at one-year post-implant. Based on the available information medtronic product may have been associated with the adverse event(s). No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
November 23, 2021 - additional information received from the physician/author stated: 1) that medtronic product did not cause or con tribute to the observed adverse events, 2) no unique device identifiers were available, and 3) no devices were available for return.